Manufacturer narrative:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00240 to provide the return sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection did not find any obvious anomalies in the appearance. The actual sample was filled with saline solution and pressurized, no leakage was confirmed. A review of the manufacturing record and product release decision control sheet of the involved product code lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code lot # combination. The exact cause of the reported event cannot be determined based upon the available information. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00240 to provide the return sample evaluation results.

Manufacturer narrative:
A review of the device history record and product release decision control sheet of the involved product/ lot # combination confirmed there were no indications of production related problems or discrepancies in the test/inspection results. A search of the complaint file did not find any other report with the involved product/lot # combination. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage in the capiox fx25 device. Follow up communication with the user facility reported the following information: during priming, leakage occurred in the top of the vent port of the oxygenator; the oxygenator in question was replaced with a new one; the operation was completed successfully; and there was no harm to the patient.